Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and reservoir was not able to lock in place. The customer¿s blood glucose level was 400 mg/dl. The customer treated high blood glucose with manual injection. The customer stated that there was no cracks or damaged in insulin pump or around retainer ring compartment but reservoir fell out sometimes. The insulin pump will not be returned for analysis.